Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 8 years post the index procedure, the patient presented emergently with a ruptured aaa. The physician suspected a type ia endoleak was the likely cause of the rupture but was not discovered due to the patient being lost to follow-up . As treatment the patient underwent an open repair operation and the esbf3214c103e and limbs were explanted. There was no complaint against the limbs. The patient survived the procedure but expired the following day. Per the physician the cause of the rupture was likely related to the type ia endoleak. In reference to the cause of death the physician noted that the patient was on anticoagulation medication and had abdominal compartment syndrome.